Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician deployed and recaptured the 31mm closure device several times to get into position. During a deployment the closure device was noted to have prematurely detached from the core wire. The physician used transesophageal echocardiography (tee) to evaluate the position of the closure device and assess position, anchor, size and seal (pass) criteria. The closure device was noted to be proximal and under compressed. The physician used a non-boston scientific (bsc) grasping device to remove the closure device. A 35mm closure device was then prepared and successfully implanted in the patient. No patient complications were noted, and the patient was discharged home the same day.